Event description:
The manufacturer received information alleging a ventilator service required occurred on a trilogy o2 device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.

Manufacturer narrative:
The manufacturer received information alleging a ventilator service required occurred on a trilogy o2 device. The device was not in use on a patient at the time of the occurrence. The trilogy o2 was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, oxygen blending module (obm) accuracy urgent (e0344), was observed in the device's error log for this device. The manufacturer's service technician observed an issue with the flow sensor. The manufacturer service technician performed the positive and negative flow verification test steps, and it failed due to the flow sensor being misaligned on the trilogy o2 device. In conclusion, the device's obm printed circuit assembly board was replaced to address the issue. The root cause is confirmed at this time.